Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the patient reported experiencing dyspnea. An increase in capture threshold on the atrial lead had resulted in a loss of capture. All other electrical values were normal. Possible exit block was noted. Device reprogramming was performed and the patient would be monitored.